Manufacturer narrative:
Based on the information available, no conclusion can be made. As reported, it is alleged that 2 years post-implant of the 3dmax light mesh, the patient developed subcutaneous infection, also suspected to be a std. Multiple attempts have been made to obtain additional information. Based on the information provided to date, no conclusion can be made as to the degree to which the device, may be causing or contributing the patient¿s reported postoperative symptoms. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in december, 2017. In regards to the infection, the warnings section of the instructions-for-use states: "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted. Not returned - remains implanted.

Event description:
As per (B)(6) ((B)(6) FDA) report, the patient was implanted with a 3dmax light for the repair of inguinal hernia on (B)(6) 2018. It is alleged that subcutaneous infection occurred 2 years after inguinal hernia repair. As reported on 03-aug-2020 the patient suffered from pubic illness, the pubic bone was infected with the navel. On (B)(6) 2020 medical drainage was attached to the patient and it was removed on (B)(6) 2020 and the patient was discharged and sent home. On (B)(6) 2020 the drainage was punctured. It is alleged that the patient contracted infection post repair of inguinal hernia, it is also suspected that it may be a sexually transmitted infection.